Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the valve and the leaflets were grasped. The clip was implanted with the intention to implant a second clip to further reduce the mr. However, post deployment, it was noted that the clip detached from the posterior leaflet (single leaflet device attachment (slda)). The procedure continued and a second cds was advanced and implanted lateral to the slda clip. The procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.